Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the cap was found with tears on the rubber and an exposed core. The ultrasound image had some broken elements. No other issues were found during the device inspection. The device was serviced and returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported external defects of the distal end of the insertion section of the scope. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Probable cause for the reported failure is external force may have been applied to the surface of the acoustic lens due to the shape of the scratch. As a result, it is inferred that scratches occurred on the surface of the acoustic lens, which could not withstand the load. Instruction for use state: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. If additional information is obtained a supplemental report will be filed.